Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the insertion part at distal end (image guide cover lens) was dirty (poor image quality). Based on the results of the investigation, it is most likely that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause was not identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited the insertion part at distal end (image guide cover lens) was dirty (poor image quality). There were no reports of patient involvement.